Event description:
It was reported that the patient was revised due to pain and implant breakage. The patient fell on an unk date.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 2648920-2015-00195. This report will be amended when our investigation is complete.

Manufacturer narrative:
A visual review of the returned stem finds it fractured slightly above to below the level of the shoulder of the femoral component. A review under a microscope found the fracture has severe damage that occurred after the stem broke. This review of the fracture with the sem analysis group notes that the fractured edges are very worn and have eliminated the ability to find where the fracture started/originates. The device history record for the stem was reviewed for deviations and/or anomalies with no deviations/anomalies identified. Dimensions and harness checks taken of the stem found the part met specifications. This part is used for treatment. The revision surgery notes state the medical complaint history as, "caused by falling." The femoral medial and lateral condyles were fractured and the patient had to have treatment for the large bone fractures. X-rays provided show the femoral head fractured into several pieces. Compatibility of the components was reviewed with no issues found. A complaint history review found no other complaints for the part and lot combinations. After a review of the data it is determined that the patient fall likely led to the fracture of the femoral offset stem.